Event description:
When stryker instrument (ligasure impact without nano-coating jaw open sealer / divider ref # lf4418, lot # 11050828) was plugged in, ligasure machine gave message: check instrument. Tried to troubleshoot instrument, not successful. Opened another instrument same ref # lf4418, lot# 11106763, and received same check instrument message from machine. Eventually the second opened instrument started to work. FDA safety report ID# (B)(4).